Event description:
It was reported that an ams "pelvic mesh product" was implanted. Plaintiff's attorney alleged that, "after, and as a result of the implantation of the pelvic mesh product," the plaintiff had "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of internal bodily tissue, dyspareunia," add'l surgery and medical treatment and other injuries including significant mental and physical pain and suffering. Also alleged was that the plaintiff sustained injury to her person that will result in some permanent injury and disability.

Manufacturer narrative:
The model of the mesh system that was implanted was not indicated. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.